Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the system error 105, which was confirmed through review of the event history log. The device was tested however the system error 105 could not be reproduced. The motor assembly was replaced to ensure proper function.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.